Event description:
Reason for check cardiac arrest 7 v monitored most recent on (B)(6) 2022 noted intermittent ventricular under sensed event on episode possible ventricular non capture at end of strip. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).